Manufacturer narrative:
H6 - work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vicm513.7 implantable collamer lens of a -10.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was removed.

Manufacturer narrative:
A4-a6:unk. (B)(4).

Manufacturer narrative:
Corrected data: h6- medical device problem code: "3189" should be removed. "2993" should be added. Claim# (B)(4)